Event description:
It was reported there was an over infusion event. Infusion initiated at 1346 and the container emptied at 1405. Upon observation, the pump was set at the right rate and volume, however the infusion finished 11 minutes early. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, g, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of (B)(6) 2025, and the time of the event was reported between 1:46 pm and 2:05 pm. On (B)(6) 2025 at 8:37:44 am, the pcu event log showed that the pcu s/n (B)(6) and the suspect pump module s/n (B)(6) were powered on, the suspect pump module s/n (B)(6) was assigned channel a. The user selected ¿yes¿ to new patient, the profile in use was identified as ¿heme onc.¿. From 1:36:17 pm to 1:37:18 pm, the suspect pump module (s/n (B)(6)) was selected. A guardrails drugs primary infusion was programmed with the following parameters: drugid = 320 investigational drug, rate = 200 ml/h, vtbi = 150 ml for an estimated duration of 45 minutes. The delay options were selected, and an advisory message indicating that the vtbi exceeded the container volume was displayed. The advisory was confirmed, and a 15-minute delay was initiated. At 1:45:22 pm, the suspect pump module was selected. The infusion was started and the delay canceled. Primary volume infused (pvi) = 0 ml. The suspect pump module alarmed ¿occluded patient side¿, and the user restarted the infusion on the suspect pump module. At 2:01:40 pm, an air in line (ail) alarm was displayed on the suspect pump module (s/n (B)(6)). Pvi = 52.68 ml. From 2:02:05 pm to 2:03:18 pm, the user pressed ¿restart¿ on the suspect pump module, but an ail alarm was displayed again. The ¿silence¿ button was pressed. Pvi = 52.94 ml. The suspect pump module was selected. The user pressed ¿channel off¿ on the device. Pvi = 52.94 ml. Subsequently, the suspect pump module was selected, and the user restored the infusion, and it was started. From 2:03:24 pm to 2:04:03 pm, ail alarm was displayed. Pvi = 53.2 ml. ¿silence¿ button was pressed two (2) times and ¿channel off¿ was pressed on the suspect pump module. From 2:07:42 pm to 2:08:25 pm, the suspect pump module was selected and the user selected ¿restore¿, but the operation was canceled due to inactivity. The user channeled off the suspect pump module. At 2:29:18 pm, the system was powered off. The total volume infused was recorded to be 53.2ml. No further infusions were performed on that day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0709, g0301204, g04037, c16, c0601, d15, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion event. Infusion initiated at 1346 and the container emptied at 1405. Upon observation, the pump was set at the right rate and volume, however the infusion finished 11 minutes early. There was patient involvement, but no harm.